Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call, the customer passed out due to low blood glucose and emergency medical team showed up. Customer's mother wants to test the device. Customer's blood glucose was unknown. Troubleshooting was performed and customer father believes issue occurred due to customer might not be eating. No anomaly was noted on the device. Customer's father was advised to monitor the device and call back if issues persisted.